Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported event of death. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. During visual inspection, no issues were found. The power on self-test, one hour therapy test was successfully performed. The results of the sample analysis revealed that the device was serviced according to required procedures and the device passed all tests as per baxter procedures. The device was last serviced more than one year ago. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. There was nothing found during evaluation of this device that would cause or contribute to the patient's death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if an autopsy was performed or if the patient was performing therapy at the time of death. No additional information is available at this time.